Event description:
A customer contacted baxter's technical service center and reported receiving system error 2240 (air in line) alarm on the homechoice (hc) machine during dwell 5 of 5. The home patient (hp) had 3 bags connected. No bags had disconnected and there were no leaks. The technical service representative (tsr) advised the hp to cycle power and referred the hp to the nurse. Product surveillance contacted the hp on (B)(6) 2011. The hp stated that the issue was resolved; however, the cause of the alarm remained unknown. The hp thinks that she left the patient line clamp closed. The patient finished with manuals. The hp verified that there were no loose connections, disconnections or defects on the supplies. The patient is doing fine and continuing therapy without issues. There was no patient injury or medical intervention associated with this event. No further information was provided.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, baxter cannot determine root cause. Since the lot number is unknown a batch review will not be conducted. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).